Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent replacement of the lead due to high impedance. The replacement was also performed to ensure compatibility with magnetic resonance imaging (MRI). The device will not be returned for analysis. No additional information is available at this time.